Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level of 726 mg/dl. Customer stated that the ambulance took him to the hospital and he had heart pain. Customer was treated with shots at the hospital. Customer was wearing the pump at the time of the hospitalization. Customer stated that the hospital would not let him use the pump because it will be fighting the system. Customer stated that he will be going home today. Customer stated that he got home and his blood glucose was over 600 mg/dl. Customer then had a low reservoir alert and before changing the pump, he will bolus. Customer stated that he did not get any insulin at dinner because the line was out of his body and his adhesive was loose. Customer mentioned that the pump had a scratch but no cracks. Customer declined troubleshooting because the cause of that the infusion set detached from the adhesive.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The low reservoir alarm functions properly during testing. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and a partially broken reservoir tube lip.